Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 12 in the mouth, the implant did not achieve primary stability or osseointegration. The site was grafted prior to implant placement. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 12 in the mouth, the implant did not achieve primary stability or osseointegration. The site was grafted prior to implant placement. Clinician reports patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.